Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited noise with oversensing during the implant procedure, and the ra lead was re-inserted three times. It was noted that all other lead measurements were normal. It was suspected that there were air bubbles within the device header. It was noted that the third "burp" to expel the air bubbles was successful, and the signal was clean. The procedure was completed successfully. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined that the noise on the atrial channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.